Manufacturer narrative:
On 12-mar-2026, the bwi product analysis lab received the complaint device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a qdot micro and an irrigation issue was identified after being used on the patient. Device evaluation details: the device was returned to johnson & johnson medtech (j&j medtech) for evaluation. Following j&j medtech procedures, a visual inspection, irrigation, temperature and impedance test of the returned device were performed. Visual inspection revealed no damage or anomalies on the device. A temperature and impedance test was performed and the device passed the specifications. Afterward; an irrigation test was performed, and the device failed the test due to being occluded with dry reddish material inside the tip area. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. The high temperature and irrigation issues reported by the customer were confirmed as the reddish material presumably blood occluding the irrigation tube could be related to the reported event. The potential cause for the occlusion could be related to the usage of the device during the procedure; however this cannot be conclusively determined. The instructions for use (IFU) contain the following information: purge the catheter and irrigation tubing with heparinized normal saline prior to insertion of the catheter inside the patient body. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a qdot micro and an irrigation issue was identified after being used on the patient. It was initially reported by the customer that during the operation, device was not irrigating. A second device was used to complete the operation. There was no adverse event reported on patient. The customer's reported occlusion issue is not considered to be MDR reportable since the potential risk that it could cause or contribute to a serious injury or death to the operator or patient is remote. On 31-dec-2025, additional information was received indicating the temperature rose during ablation and automatically cut off the ablation. The catheter was withdrawn from the patient's body and high-speed flushed, and the catheter was found to be occluded. There were no errors were noted from the irrigation pump. The correct catheter settings were selected on the generator and there were no issues with flow rate changes at the start of ablation. Based on the additional information received indicating the irrigation issue occurred during use on the patient, the event was reassessed as an MDR reportable malfunction.